Manufacturer narrative:
B5): additional information from this event provided, with MDR reference listed, in order to complete the details of this event. G3): philips representative was present at the procedure and was aware on 18 nov 2021 that lld/rv lead were cut and capped.

Event description:
In addition to the case detail provided in the initial MDR, the rv lead was not removed. The physician did not attempt to unlock the lld from the rv lead. The lld within the rv lead were both cut and capped and remained in the patient (MDR #1721279-2021-00240).

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Device lot, expiration date unk. The device was discarded, thus no investigation could be performed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) ICD lead due to suspected lead fracture. A rv pacing lead and a left ventricular (lv) were present in the patient as well, but were not targeted for extraction. The patient had a history of prior extraction and multiple generator changes. A spectranetics lead locking device (lld) was placed into the rv lead to provide traction. The physician used a spectranetics 16f glidelight laser sheath to extract the lead. Heavy binding was present from vessel entry down the subclavian and innominate veins. As the physician was lasing down the rv lead low in the right atrium, he experienced stalled progression. Lasing and traction was being performed, and the patient's blood pressure dropped. The physician released traction, but the blood pressure did not rebound. Medications and volume were given. The physician made a sub xiphoid incision and got access to the pericardium to perform a pericardiocentesis. He performed other interventions that gave him visibility. Another CT surgeon came to assist. With the medications and volume given, the patient's blood pressure stabilized. The physicians agreed that the bleeding stopped and it was safe to proceed with the extraction. The physician used the 16f glidelight device and a spectranetics visisheath dilator sheath and was able to advance down to where progress initially stalled. He alternated between lasing and using the visisheath over the ingrowth. Unable to get through the binding, the physician asked for another spectranetics device to attempt progression. A minute later, after removing the glidelight device and visisheath from the patient, the patient's blood pressure dropped again. The physician went back to the sub xiphoid incision and sucked out more blood from the pericardial space. The physicians then performed a sternotomy, and a right atrial perforation was discovered, which the physician occluded with his finger. Patient was placed on bypass. Upon closer inspection, there was a small superior vena cava (svc) perforation discovered at the svc/ra junction as well. Rescue efforts continued, repairs to the perforations were successful, and the patient survived the procedure. This report captures the 16f glidelight device in use when the ra and svc perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.